Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4) (oekg), the endoscopic image was not displayed because the subject device could not recognize the endoscope connected to the subject device. The service department of olympus europa se & co. Kg (oekg) checked the subject device and found that the electrical circuit board damaged and it caused the phenomenon above mentioned. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus europa se & co. Kg (oekg) there was the possibility that this phenomenon was attributed to the malfunction of the electrical component on the printed circuit board.